Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email, that the customer's insulin pump had many scratches to the display, condensation inside the screen, cracks to the reservoir compartment, and frequent battery changes. The customer stated that the screen is difficult to read. Customer's blood glucose level at the time was unknown. Troubleshooting was declined. No significant event leading up to the incident was mentioned.